Event description:
New information states that the leads exhibited insulation anomaly.

Event description:
Additional information - it was reported that the leads were explanted and replaced. The explanting physician noted that there was a suture tied around both leads and not around the suture sleeve which likely caused the lead issues. There were no patient consequences.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17740. It was reported that the patient presented to clinic for follow-up. Interrogation of the device revealed that the right atrial and right ventricular (rv) leads were oversensing noise, resulting in episodes inappropriately labeled as high ventricular rates, as well as in inhibition of atrial pacing. Additionally, the rv lead pacing impedance had more than doubled, and the capture threshold had also increased. The device was reprogrammed to address the atrial pacing inhibition. The patient was not symptomatic to the event. Replacement of the leads was discussed but did not occur.